Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a system check, but no issues were identified. Customer changed the pump supplies and resumed insulin delivery.